Event description:
It was reported that the patients ipg migrated which was confirmed through x-ray. It was also reported that the patient was experiencing communication issues and charging difficulties with the ipg. The patient underwent ipg repositioning procedure and was doing well postoperatively. The device remains implanted.